Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap appendectomy, the surgeon tried firing and pushed the green button, but could not fire. Another manual handle was used with the same sulu and then it could be fired. After the operation, the staff said that the status indicator illuminated blue and the green indicator seemed flushed. Sales rep checked the device and found that even by pulling the release button, but could not be removed the sulu from the adapter. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem. The patient gender is not available. The patient age is not available. The patient weight is not available.